Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular channel was oversensing noise which resulted in false ventricular fibrillation binning. The device began charging to deliver therapy but therapy was aborted prior to delivery. The patient's right ventricular lead was capped and replaced on (B)(6) 2018 and the patient's implantable cardioverter defibrillator was removed and replaced. The patient was stable. No further information was available.

Manufacturer narrative:
The product was returned for analysis. Analysis was normal. No anomalies were found.